Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain on his ribs and his back at the scs lead incision site accompany of a headache. The patient went to the ER and stayed in the hospital for three days due to a suspected infection at the scs lead site. No culture was taken and an infection was not confirmed. The patient was given IV antibiotics as a precaution. The patient was sent home and reportedly doing better.